Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-00625. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side rupture. Later healthcare professional reported "capsular contracture, baker grade IV and "possible" rupture". Device remains implanted and the device will be returned.